Event description:
It was reported that a dexcom g7 sensor experienced temporary signal loss to the ilet, during which the user observed three lines in place of readings, after which readings resumed without intervention and blood glucose was 203 mg/dl with no symptoms. Symptoms included no reported clinical effects. Outcomes included no reported impact on daily activities or medical care. Investigation included troubleshooting and user education. Investigation of this case revealed a transient communication loss between the cgm and the ilet with automatic recovery, consistent with known intermittent signal interruption. It was concluded, based on previously established findings for similar reports, that the cause was communication interference or environment-related factors.